Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the vns patient was seen for follow up and a system diagnostic test revealed high lead impedance when the vns device was checked. The device was programmed off, and the patient was sent for x-rays to assess the continuity of the device. The x-rays were sent to manufacturer to review and there were no lead discontinuities observed on the portion of the lead that could be visualized and the lead pin appeared to be fully inserted inside the generator connector block. The physician does not believe that there was any trauma or manipulation that contributed to the high lead impedance. Revision surgery is likely to occur.